Manufacturer narrative:
Additional system component being reported for this event: controller (B)(4),catalog # 1403us, expiration date 03/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'.  The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take.  The IFU and patient manual also outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced "high watt" alarms. The patient remained stable and eventually exchanged the controller. After contacting the implanting site, the patient was admitted for observation. Upon admission, the patient explained that "the outer sheath had pulled back from the strain relief on his driveline". The patient reported that he applied crazy glue to the driveline cable after pushing it back into the strain relief. The clinical specialist was on-site and inspected the patient's equipment and the bend relief. There was no visible damage to the inner wires. The manufacturer's clinical engineering manipulated the driveline at the strain relief to see if any alarms could be reproduced. The site then applied silicone tape to secure the outer sheath and the driveline. Log files were sent and revealed "low flow", vad stop", & high watt" alarms. The patient tolerated the procedure and evaluation and was discharged home in good condition. No further information was provided.

Manufacturer narrative:
Concomitant medical products: controller-(B)(4), MFR date: 04-30-2014, (B)(4). (B)(4) was returned to the manufacturer for evaluation. (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing records of (B)(4) confirmed that the associated device met all requirements prior to release. The reported event was confirmed via log file analysis which revealed 2 high watt alarms on (B)(6) 2016. Additionally, eight (8) electrical fault alarms were logged on (B)(6) 2016, starting at 14:25:01. Six (6) vad disconnect alarms were also logged during the same time period, likely due to a physical disconnection of the driveline from the controller. The high watt alarms were likely a result of the pump running in single stator mode. Onsite inspection of the driveline revealed damage of the outer sheath near the strain relief but no visible damage to wires was noted and alarms were not reproducible by manipulating the driveline. Analysis of the controller revealed that the device passed functional testing; however contamination was noted on the driveline connector pins. The information available suggests that the electrical fault alarms were caused by contamination on the driveline connector pins. The manufacturer is currently investigating events related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.